Manufacturer narrative:
Height: 92.5 cm. When additional information/investigation results become available, results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the progav valve. Postoperatively, there was suspected underdrainage. Due to the malfunction, the device was explanted on (B)(6) 2020. Additional information was not provided.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve was detected during the visual inspection. Permeability test: a permeability test has shown that the progav 2.0 is permeable. Adjustment test: the adjustment test has shown that the progav 2.0 is not adjustable to all settings. The valve stagnates at pressure level 8 cmh2o. Braking force and brake function test: the investigation of the braking force of the progav 2.0 valve showed the brake function is fully operational. The braking force could not be measured because the valve could not be adjusted. Computer controlled test: in order to verify the suspected underdrainage, we carried out miethke computer controlled testing. The progav 2.0 was tested by simulating a cerebrospinal fluid flow at rates between 60 ml/h down to 5 ml/h and up again to 60 ml/h in the horizontal position (in acc. To iso 7197). Distilled water was used as test-liquid. For the progav 2.0 valve, the opening pressure is expected to measure at the reference flow rate 8 ± 2 cmh2o in the horizontal position. Results: first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damages of the valve were detected during the visual inspection. Further, we tested the permeability of the progav 2.0 valve. The test has shown that the valve was permeable. Further, we tried to adjust the progav 2.0 valve to all pressure levels. The test has shown that the valve was not adjustable. The valve stagnates at pressure level 8 cmh2o. In addition, the function of the brake on the progav 2.0 valve could be verified without any problems. The measured values are within the acceptable tolerance. The braking force could not be measured because the valve could not be adjusted. To investigate the suspicion of an under-drainage, the opening pressure is measured by using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The progav 2.0 is tested in the horizontal position. The opening pressure of the progav 2.0 valve, in the horizontal position, at a reference flow level of 5 ml/h, was measured at 0,63 cmh2o. The valve is not operating within the acceptable tolerance [tolerance 8 ± 2 cmh2o]. A second measurement was carried out. The second measurement showed that the progav 2.0 farther is not within the acceptable tolerance. It was measured a value of 0,58 cmh2o [tolerance 8 ± 2 cmh2o]. In order to verify whether the valve examined here possibly was influenced by the known risks of hydrocephalus therapy, such as natural substances in the cerebrospinal fluid (protein, blood or tissue particles), we finally opened the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we can confirm that the progav 2.0 valve is non-adjustable. However, we cannot confirm the suspicion of underdrainage. Rather, an over drainage could be detected, likely due to build-up of protein deposits found inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Nevertheless, we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: no further regulatory actions are required from our point of view.